Event description:
It was reported the rf (radio frequency) head cord is frayed. The rf head was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was frayed, the cable needs replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.